Manufacturer narrative:
Service was dispatched, and the field service engineer (fse) tightened a loose sample syringe and replaced a slightly worn (eic) electrolyte injection cup valve quad ring. The fse also cleaned the flowcell. Although the fse performed repairs, the root cause of this event has not been determined to date.

Event description:
The customer reported that erroneous, low sodium (na), potassium (k), chloride (cl), carbon dioxide (co2) and calcium (ca) results were generated on the unicel dxc 800 synchron pro system for 22 patients. The customer failed to run a quality control assessment after calibrating the system to verify instrument performance. After the low recoveries were identified, a recalibration was performed. Subsequent quality control results were found to be within lab-established ranges. The samples were repeated with higher results. The repeat samples were regarded as correct and reported out of the laboratory. No erroneous test results were reported out of the laboratory and hence there was no death, serious injury or change to patient treatment associated with this event.